Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a frayed pitch cable at the distal clevis hub. There was no damage found at the clevis. In addition, the pitch cable was found to be loose at the distal clevis hub. Both of the cable crimps remained in the clevis. In addition, upon removal of the housing, the pitch cable was found to be derailed at the clamping pulley. The clamping pulley screw was not loose. Failure analysis investigation also found the following damages, which were not reported: there was residue on the clamping pulley by the cable rails area at the backend of the instrument, inside the housing. There were scratches on the surface of the distal pulley. No other damage was found.

Event description:
It was reported that in central processing, a frayed cable was identified on a maryland bipolar forceps instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.